Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The gas longs indicated a discrepancy between the oxygen (o2) sensor and the blender at the time of the reported event. The field service rep (fsr) inspected the electronic pt gas system (epgs) internally and no problems were found. The fsr re-installed and connected the epgs and test for successful calibration three time with no failures. The fsr opened the perfusion case, ran for one and a half hours with no problems. He replaced the epgs and returned the suspect epgs to the MFR for further evaluation. The unit operated to MFR specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist heard a popping or hissing noise on the electronic pt gas system (epgs) and the central control monitor (ccm) displayed "calibration needed." Gas pressure dropped. The device was not changed out, as the perfusionist recalibrated the epgs and continued the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.